Event description:
In 2009, pt reported her infusion device was occluding and causing her to have elevated readings. Had her disconnect the tubing from her site and prime. She stated, the infusion device occluded immediately. Had her remove the tubing from the infusion device and prime through the adapter. She reported the infusion device occluded immediately again. Pt reported, the adapter has not been changed recently and she is not sure how long it has been in use, but is sure it has been more than 10 cartridge changes. Advised her to use aa alkaline batteries only. Pt reported, she inserted a new aa alkaline battery. Advised her to change the cartridge and the adapter. Pt reported she was able to prime through the adapter. She stated, she then attached the original tubing and it also primed successfully. She stated that the tubing was due to be changed, so she disconnected it and attached a new piece of tubing. Pt reported the new tubing primed successfully and she was able to place the infusion device in the run mode. Pt reported, her blood glucose was elevated this morning as a result of the occlusions. She stated her reading was 287 mg/dl. She stated, she has not bolused as the infusion device was occluding but will. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation. On follow up call seventeen days later, pt's husband reported "things have been okay" but no additional info was provided.